Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "pt. Presented with limited motion due to arthrofibrosis and heterotopic ossification. Surgeon removed aforementioned tissue and swapped ts insert out." Spoke to rep, who provided the revision usage sheet. A 4x11 ts insert was exchanged for a 4x9 ts insert. Rep confirmed no further information will be released.